Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to clinic after receiving a vibratory notification. Upon interrogation, high, out of range pacing lead impedance, high capture threshold and a decrease in sensing were noted. The lead was capped and replaced. The patients condition is good after the procedure.